Event description:
It was reported that the user experienced a low blood glucose event, with a measured value of 72 mg/dl, and was guided to treat with 10¿15 grams of fast-acting carbohydrates; the user consumed orange juice, after which glucose rose to 83 mg/dl during the call. Investigation included a review of use-related aspects through troubleshooting with the user. Investigation of this case revealed that the cause of the hypoglycemia could not be determined. No clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral carbohydrate intake without medical intervention or hospitalization. It was concluded that the event was user-managed with oral carbohydrates and that no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.